Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic enteroentero anastomosis procedure, there was a blood loss of more than 500cc and blood transfusion is required.